Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The hospital biomed inspected the equipment. It was observed that the cable support screws behind the touch screen on the ventilator were broke. The cable was replaced. Patient information could not be obtained due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit had a system failure. There was no reported patient injury.